Event description:
On (B)(6) 2014, a nurse from the clinical reported that the ICD could not be interrogated on (B)(6) 2014 and the patient had to be rescued earlier in the day with an external defibrillator. On (B)(6) 2014, the biotronik representative reported that this patient expired after collapsing in the clinic. Emt was called and the patient was externally shocked. The cause of death is unknown, but it is believed that the external shock caused damage to the device. Should additional information become available, this file will be updated. The mortuary reported the date of death as (B)(6) 2014.